Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Please note, this DHR review is for sterilization procedure only: part no.: 03.130.302s, lot no.: l594180: manufacturing location: selzach, supplier: frueh ag, release to warehouse date: 29.sep.2017, expiry date: 01.sep.2027. Non-sterile 03.130.302 / f-23028 was manufactured in selzach, supplier sphinx ag: release to warehouse date: 11.sep.2017: the device history record shows this lot of 315 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material quality and hardness criteria at the time of release with no issues documented during the manufacturing process. Used material 1.4112 is identified and documented in coc from supplier. Measured hardness is documented to be within specification as well. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received drill bit is broken approximately 8mm from the fluted tip section. The tip and as well the cutting edges are badly worn. The shaft shows slight scratches. Dimensional inspection: the dimension of the shaft was measured with measuring tool and found to be within required specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ in relevant technique guide: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of the third metacarpal on (B)(6) 2018, the tip of the drill bit broke. The broken fragment of the drill bit remains in the patient¿s bone. Surgeon stated the drill bit was a small diameter, was sterilized, and patient has hard bone quality. Therefore, the drill bit fragment will be removed during the planned hardware removal procedure. Surgery was completed with no delay. Patient status reported as stable. This report is for one (1) 1.5mm drill bit. This is report 1 of 1 for (B)(4).